Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional due to difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.